Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the phacoemulsification handpiece will not perform phacoemulsification. Additional information was provided from the customer reporting that all throughout the surgical day, phaco decreased power. "The machine was changed, irrigated well and let dry."

Manufacturer narrative:
Additional information provided. The phaco handpiece was manufactured on november 14, 2017. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).